Event description:
The patient underwent a surgical repair for an atrial septal defect in 2005. Signs of an infection appeared at the chest median wound on the second postoperative day. The infection resolved with antibiotics. The patient was discharged 2 mos, 2 weeks later.